Event description:
It was reported by a patient advocate that the patient with this electrode that the patient felt a tingling sensation and was admitted to the hospital, the day after a negative catheterization was performed. The patient advocate was wondering the subcutaneous implantable cardioverter defibrillator (sicd) had fired or misfired. Technical services (ts) discussed they are not able to review any data for the patient or they family and referred the patient to the clinic. This electrode remains in service. No adverse patient effects were reported.